Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cable device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by singapore that during service and evaluation, it was determined that the electric pen drive device had an unintended activation/motion and stopped by itself. It was determined that the device did not functioning properly. It was further determined that the device failed pretest for check for unintended motion, check function in ¿lock¿ mode with epd hand switch, functional test fwd (forward) and rev (reverse) running, check function with foot pedal and check function in ¿lock¿ mode with foot pedal. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device and the cable lost power halfway through the procedure. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device available. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.